Manufacturer narrative:
The pump remains in use supporting the patient. The system controller was received for analysis. Evaluation of the system controller log file confirmed the reported low speed operations while connected to the power module. A crack on the distal percutaneous lead near the system controller was also reported. Based on the submitted photos, damage to the outer sleeve of the percutaneous lead was secured with rescue tape. The returned system controller passed functional testing and operated on a mock circulatory loop as intended. The investigation was unable to attribute the returned system controller to the elevated pump power and pump speed fluctuation events captured in the log files. The device history records for the pump and system controller were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that multiple low speed operation alarms and a low flow alarm occurred. The system controller was replaced and the patient was admitted to the hospital to be monitored for recurrence of any low speed operation events. The patient was asymptomatic. A review of the system controller log file found multiple speed drops below the set low speed limit. The issues only appeared to be occurring while the vad was connected to the power module. The customer also reported observing a crack in the distal end bend relief and a cut in the silicone outer jacket of the distal driveline near the system controller that were confirmed with photos. After the system controller was exchanged, while in the hospital, the patient was connected to the power module with a grounded patient cable throughout the daytime and in the evening, was transferred back to battery power for sleeping. After no further alarms were recorded in the log files, the patient was discharged on (B)(6) 2015. On (B)(6) 2015 the patient reported that no further alarms had occurred.

Manufacturer narrative:
Device evaluation: the report of low flow, low speed and motor stopped alarms while the patient was connected to the power module was confirmed based on the submitted log file; however, a cause for the alarms could not conclusively be determined. The pump remains implanted supporting the patient. Approximately 21 inches of the distal portion of the percutaneous lead that was replaced during the repair was returned for evaluation. The outer silicone jacket was returned partially removed. The percutaneous lead had undergone a clam shell repair. Rescue tape was present from approximately 1 to 4 inches from the metal connector. The outer jacket was removed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. The bionate layer was removed. Breakdown of the metal shielding was identified near the metal connector and approximately 3 inches from the metal connector. The metal shielding was removed. Visual inspection of the wire found no fracture or breach. High-potential testing of the lead performed to check the resistance of each wire's insulation did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A review of the device history record revealed the device met applicable specifications. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received: on (B)(6) 2015, interrogation of the patient's pump revealed low flow, low sped and motor stopped alarms recorded in the log file. These recorded events occurred while the patient was connected to the power module. A short-to-shield condition with the percutaneous lead was suspected. It was recommended that the patient be placed on battery power or an ungrounded patient cable and x-ray images of the percutaneous lead were requested for further analysis. On (B)(6) 2015, the manufacturer's technical service member performed a distal end percutaneous lead repair. Approximately 22 inches of the distal end of the percutaneous lead was replaced. After the repair, no alarms were observed even when the patient was switched back to the regular grounded power module patient cable. No further information was provided.